Event description:
It was reported that during a gastric bypass procedure, the cut line was smaller than 45mm. When reloading the stapler, one part of the cartridge remained in the jaws. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: one atg45 device was returned with the firing trigger jammed halfway, otherwise in good visual condition. A fully fired 6r45b cartridge was returned along with the device; it was noted to have had the pan dislodged. It should be noted that when the cartridge is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) occurs at the moment of the firing, the cartridge will be eject forward. In addition, as stated in the instructions for use, "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use." No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, one short rack tooth and the left shroud pinion axle support were noted to be damaged.